Event description:
It was reported that balloon rupture occurred. The target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.